Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in clinic for routine follow-up, variable capture threshold and noise on right ventricular lead was observed. Autocapture was also not functioning properly due to lead noise. The patient had frequent pauses and had underlying rate around 30 bpm. Device was reprogrammed until lead revision. Subsequently, the lead was capped and replaced on (B)(6) 2018 without complications. Patient¿s condition was stable.